Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jaws did not open at the 2nd firing on the cystic artery. The device was released by pulling the trigger from the handle by hand. There was no damage on the tissue. The deployed clip was teardrop-shaped. The clip was fully advanced into the jaws prior to the firing. There were no unexpected noise and resistance while firing. There was no torquing or twisting of the device present. Another device was used to complete the case. There were no adverse consequences to the patient.